Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 1 year and 25 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with aortic stenosis and is being worked up for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Section h6: component code, clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as the provided imagery was related to pre-tavr. Therefore, not relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for stenosis was confirmed based on medical record. However, due to unavailability of medical record/relevant imagery, the complaint for leaflet motion restricted-in patient was unable to be confirmed. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year and 25 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with aortic stenosis and is being worked up for a valve in valve procedure". Per instructions for use (IFU), valve stenosis was potential adverse event associated with the use of bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, patient had end stage renal disease (esrd), which is a well-known factor that may increase the risk of valve calcification or stenosis. As such, available information suggests that patient factors esrd may have contributed to the reported event. As the leaflets were stenosed, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restricted. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.